Manufacturer narrative:
Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned through a previously implanted valve dislodged into the ascending aorta. The second valve dislodged upward. The following day, a surgical aortic valve was implanted and the second valve was explanted. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, the angled and dilated aorta of the patient may have contributed to this event, but an assignable root cause cannot be determined from the information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.